Manufacturer narrative:
(B)(4). Customer did not save set so no product will be returned. The customer complaint of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a break in the tubing and a small amount of chemo leaked out on the floor. The break occurred at the site where the plastic tubing is inserted in the pump (just below the blue plastic piece). There was no report of patient harm or medical intervention required. Although requested, no additional event or patient information provided by the user.